Event description:
It was reported that the instrument isn¿t functioning. It was tested prior to a case so it did not affect the surgery. When tested, none of the buttons work when being initiated. We did try several different batteries and still nothing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: part # 05.000.008. Supplier lot # na. Synthes lot # 005733. Release to warehouse date: 02.apr.2015. Manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported problem reported isn¿t functioning. It was tested prior to a case so it did not affect the surgery. The repair technician reported that device does not function properly. Corrosion/rusting was observed on housing and other parts. Electrical cable got discolored. The cause of the issue is user error. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.